Event description:
(B)(4) - catalyst ide study (B)(6). It was reported that on (B)(6) 2023, a 28mm amplatzer amulet was implanted in a patient. On (B)(6) 2023, the patient presented with symptoms shortness of breath that worsened with exertion; the patient stated that it started around (B)(6) 2023. No other associated symptoms were reported, including chest pain, orthopnea, palpitations, dizziness/lightheadedness. The patient underwent a lexiscan nuclear study, which was normal. On (B)(6) 2023, transthoracic echocardiogram (tte) was performed and showed a small to moderate pericardial effusion; the patient was placed on colchicine 3mg daily. A repeat echo was scheduled for 1 month. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Reportedly, the transthoracic echocardiogram (tte) showed a small to moderate pericardial effusion. The patient was placed on colchicine. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.